Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other (not specified)'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage ("bleeding : other/ abnormal bleeding (general)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, back pain, bladder disorder, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced a miscarriage which is captured under case number (B)(4). Discrepancy in essure insertion date - (B)(6) 2004 and (B)(6) 2014. The patient did not have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified), however, no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') and perforation ('perforation : other (not specified)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding : other/ abnormal bleeding (general)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, back pain, bladder disorder, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced a miscarriage which is captured under case number (B)(4). Discrepancy in essure insertion date - (B)(6) 2004 and (B)(6) 2014. The patient did not have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified), however, no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received : events added- abnormal bleeding (vaginal, menorrhagia), abortion of ectopic pregnancy. Event of genital haemorrhage downgraded to non-serious. Severity of pelvic pain and abdominal pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), perforation ('perforation : other (not specified)') and genital haemorrhage ('bleeding : other') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (2). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, bladder disorder, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: there is no details about the pregnancies (unclear whether the pregnancy occurred after essure insertion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, bleeding, pregnancy: ectopic, perforation : other, bladder/urinary problems : other were added. Reporter's information, patient demography added. Case is now incident. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.